Event description:
The electrosurgical unit stopped working in middle of case. The electrosurgical unit was not producing any current. The disposable was changed and then it worked. There was no harm to the patient.